Event description:
Device 1 of 2. Reference MFR. Report #: 16274897-2012-06074. During a permanent implant procedure, the doctor was unable to advance two leads despite multiple attempts. Allegedly, the doctor damaged the leads while attempting to remove them. As a result, two other leads were used to successfully complete the procedure.

Manufacturer narrative:
Results: the returned lead was subjected to a microscopic inspection and no damage was noted on the lead body or internal wires. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.